Event description:
New information received states the patient presented a new remote transmission and new instances of crosstalk were noted. The patient remained asymptomatic. The patient returned to the clinic and the physician decided not to conduct any of the recommended programming changes. The current plant is to just monitor the patient. The patient condition is fine.

Event description:
New information received indicates that another instance of non-sustained rv oversensing due to crosstalk was observed again. Programming changes were made, but the crosstalk was still present. The noise could not be reproduced in clinic. Sporadic oversensing was also noted. Testing the rv lead was suggested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing due to crosstalk was observed. Programming changes were recommended.

Event description:
Additional information received indicated that the clinician requested for programming changes to resolve the noise issue. The clinician will discuss with the cardiologist since the noise could not be programmed around with the sensitivity changes.